Event description:
I received reconstructive ankle surgery in 2007. A donjoy iceman cold therapy system was placed inside my cast to reduce swelling and allow me to recover at home. I was also given a block so I had no feeling from the waist down. I was told to be very careful and not to get the cast or my leg wet. Because I had a block, I could not tell the cooling pad inside the cast had failed and was leaking until the cast and pillows were drenched and bloodly. I had to go back to the hosp and have this repaired. I did not get satisfaction from calling the co about their product failure and the need to go back to the hospital for treatment. All they were willing to do was replace the defective cooling pad if I would mail it back to them. I do not need this device anymore since my physician did not want to use it anymore. I should not be charged for a defective product and this co should be responsible for the increased medical bills it caused. Djorthopedics should not be allowed to sell a product that is not reliable and can cause more harm than help.